Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that following a coronary artery stenting procedure, the patient experienced bleeding of the left kidney. The lesion being treated is unknown. The physician implanted an unknown size taxus express2 study stent. Following the index procedure the patient experienced bleeding of the kidney. The patient was hospitalized and had a prolonged hospitalization. Additional information is not available. In the opinion of the physician the relationship of the event to the taxus stent is not related, but possibly related to the antiplatelet.